Event description:
(B)(4). I have always been healthy as a child and young adult I am (B)(6) and the last time I even had a cold I was (B)(6) just so you have an idea of how healthy I was... Immediately after I got the essure placed I had huge headaches, severe fatigue, pelvic pain, and painful intercourse. Now I've had it for 3 years and things have only gotten worse. I used to be a loving mother who took my kids to park every weekend and play with them at home and teach them things to get ready for school. I've lost my maternal instincts, I am so tired all the time that I'm crabby and moody. I snap at my children all the time now over ridiculous things. I dont ever want to go anywhere or do anything with them, half the time I dont even want to hear their voices. This device has taken my children mother from them. Also its ruining my marriage, I had painful intercourse in the beginning after 3 years I dont ever even want to have sex, my drive and libido is dead gone poof. I used to force myself to have sex with my husband out of pity. Now I dont care it hurts and I dont want it so I haven't had sex in a year now. Headaches have turned to migraines. Pelvic pain is chronic and intense. I've developed rashes. My eye sight got worse after getting essure also and dryness of the eyes though no dr will believe it is caused by essure. Brain fog I've started forgetting small thing lately, the other day I forgot to put the car in park. My joints in hands have started to hurt. Hair has started thinning and falling out. Random bouts of nausea. Chest pain. Bloating. Abdominal pain. This product is poison and im looking to get it removed, it needs to be taken off market.